Manufacturer narrative:
The reported event involved a cobas 6800 system (serial number: (B)(6)). The investigation determined that the cobas mpx assay and the cobas 6800 system were performing within specifications. A review of the raw data for the non-reactive cobas mpx result (sample ID: (B)(6), run batch ID 2208) showed no signs of hbv amplification, while the internal control and positive and negative controls demonstrated robust amplification curves, indicating proper system and assay functionality. The observed discrepancy may be attributed to an occult hepatitis b infection (obi), which is characterized by very low viral loads and is a known phenomenon in nat testing. Alternatively, the reactive result on the procleix ultrio elite assay could represent a false positive. No product-related issues were identified, and no harm was reported as a result of the discrepant results. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant results between the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 system and the procleix ultrio elite assay on the procleix panther system. A sample (ID (B)(6)) collected on (B)(6) 2024 was tested using the cobas mpx assay and generated a non-reactive result. The same sample was tested on the procleix panther system on the same date and generated a reactive result for hepatitis b virus (hbv). Cycle threshold (CT) values were not available for the procleix panther system result. On (B)(6) 2024, a new blood draw was performed, and both assays were used to retest the sample. The repeat testing generated non-reactive results for both the cobas mpx assay and the procleix ultrio elite assay.